Manufacturer narrative:
G4: 04jan2021 b4: (B)(6) 2021 three good faith efforts were made to obtain all information. The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The customer reported that the ventilator produced the "alarm led (light emitting diode) failed" diagnostic code. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. The fse (field service engineer) evaluated the device and confirmed the reported problem. The fse recommended replacement of the power switch overlay. The device is still pending repair.